Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately low control solution results. The reporter was unable to say what the exact blood glucose readings were which were obtained on the subject meter (onetouch verio iq). Therefore it is not known if the results fall out with the acceptable control solution range for this test strip lot. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.